Event description:
It was reported that the customer was hospitalized for dka. The events leading to the hospitalization were unk. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the prime test. The customer was instructed to follow the two hbg rule and to call back when the clamp arrives.